Manufacturer narrative:
Supplemental medical device report (smdr) # 02 is being filed to correct the date on the initial report, filed earlier. Incorrect date of (B)(6) 2016 is being corrected to (B)(6) 2016. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that during a photocoagulation procedure the laser would not work and there was an issue with the touchscreen. The case was completed using an alternate system. No patient harm reported. This is one of two reports being filed for the same system.

Manufacturer narrative:
As an interim resolution, the company representative provided a demo unit. The system was examined sometime later. The company representative did not indicate finding any issues that would be associated with the reported event. However, the printed circuit boards (pcb) components were replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).